Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited adhesive on bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
Correction to d5 and d8 for information inadvertently left out of previous report. H6 component code 841- imager removed and 3194 -adhesive added. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined and could not be presumed. There was no deviation from the instructions for use (IFU) in reprocessing steps noted and no physical damage of the device was found. The event can be detected/prevented by following the IFU which state: the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection and the preventative measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.